Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('hemmoraging/ bleeding/ extensive blood clot') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was supposed to have her hysterectomy on nov 16). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: she was given oral medication to stop bleeding. She was supposed to have her hysterectomy on nov 16 concerning the injuries reported in this case the following events were reported via social media : genital bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (potential technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("hemorrhaging/ bleeding/ extensive blood clot") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was supposed to have her hysterectomy on nov 16). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: she was given oral medication to stop bleeding. She was supposed to have her hysterectomy on nov 16 concerning the injuries reported in this case the following events were reported via social media: genital bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('hemmoraging/ bleeding/ extensive blood clot') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), menstrual disorder ("messed up periods"), ovarian cyst ("ovarian cysts"), fibromyalgia ("fibromyalgia"), depression ("depression"), loss of libido ("low sex drive"), abdominal distension ("bloating"), degenerative bone disease ("degenerative bone disease "), foot fracture ("I have broken bones in my foot"), morton's neuralgia ("3 morton's neuromas"), arthritis ("I have significant arthritis in my other foot") and vitamin d deficiency ("my vitamin d levels are very low") and was found to have weight increased ("weight gain "). The patient was treated with surgery (2 bones fusions 2 joint replacements 2 reconstructive surgeries 2 hardware revisions on the same toe and she was supposed to have her hysterectomy on nov 16). Essure was removed. At the time of the report, the genital haemorrhage, fatigue, menstrual disorder, ovarian cyst, fibromyalgia, weight increased, depression, loss of libido, abdominal distension, degenerative bone disease, morton's neuralgia, arthritis and vitamin d deficiency outcome was unknown and the foot fracture was resolving. The reporter considered abdominal distension, arthritis, degenerative bone disease, depression, fatigue, fibromyalgia, foot fracture, genital haemorrhage, loss of libido, menstrual disorder, morton's neuralgia, ovarian cyst, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she was given oral medication to stop bleeding. She was supposed to have her hysterectomy on (B)(6) she was given supplements. Concerning the injuries reported in this case the following events were reported via social media : genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events fatigue, menstrual disorder, ovarian cysts, fibromyalgia, weight increased, depression, loss of libido, abdominal distension, degenerative bone disease, multiple fractures, morton's neuralgia, arthritis, vitamin d deficiency were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.